Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood and contrast in the device and on the outside. The tip, collar, hypotube and distal shaft were microscopically inspected. Microscopic examination revealed a partial separation at the collar with damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-sep-2016. It was reported that shaft kinked occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the device was selected as a back up but was noted to be kinked at the collar part of the shaft connection. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a partial separation at the collar.